Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio inr results: 1.3 (immediate retest: 2.5). Pt's self tester therapeutic range is 2-3.

Manufacturer narrative:
Pending investigation.